Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed the tip shield was separated from the cannula adapter and was activated. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5299036. A manufacturing review revealed no abnormalities with incoming material, the assembly process, or packaging process. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a bd pegasus¿ safety closed IV catheter system 18g x 1.16 in. Failed to activate after a successful IV insertion. There was no report of injury or medical intervention.